Event description:
It was reported that the patient underwent a surgery due to the reservoir of his inflatable penile prosthesis (ipp) migrated. The device was explanted and a new ipp was implanted. There were no patient adverse effects in relation to this event. No more information is available at the moment, additional information was requested and will be provided if it becomes available.